Event description:
The lead was capped on (B)(6) 2011 due to rv lead failure to capture, noise on lead, lower impedence. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).